Event description:
Related manufacturer reference number: 2017865-2022-12883. It was reported that the patient presented with infection at implanted device pocket during follow-up in clinic. The implanted device pocket was noted to be having skin redness, swelling and discharge. The physician explanted both implantable cardioverter defibrillator and lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.